Event description:
It was reported that the patient received multiple inappropriate shocks. An apparent lead fracture was suspected. Noise and high impedance was noted. The lead was extracted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the proximal conductor was fractured. In addition, the defibrillation coil was distorted, there was blood/body fluid on several conductors (not obstructed), the outer tubing overlay cosmetic environmental stress cracking, the outer tubing overlay was breached cut, there was a white substance on the exposed defibrillation coil and there was a white substance on the outer overlay tubing.